Event description:
I used fixodent as of 2004 until now. I started using it after I had my upper teeth all pulled and replaced with a denture. I started using fixodent in very large amounts about one tube a week. I started having low sex drive, terrible leg, and hand spasms which the dr is giving me meds trying to stop them. I have had one operation because I have trouble swallowing. I am having problems with swallowing. I drool. Have sneezing attacks often. I have lost weight and can't seem to put it back on. Can't sleep at night without meds. I have numbness in my arms. Spinal problems. I take pain pills and get shots for that. Dose or amount: denture cream; frequency: 1 tube a wk; route: po. Dates of use: 2004 - 2009. Diagnosis or reason for use: dentures. Event abated after use stopped or dose reduced? No.